Event description:
It was reported that the patient had a damaged leads. Additional information was received that following a non-device back surgery the patient experienced an intense shocking sensation. The patient underwent a revision procedure wherein the ipg and the damaged lead was replaced. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.